Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires on the tip of the prograsp forceps instrument were exposed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue did not cause any procedure delays. There was no injury to the patient. No fragments fell inside the patient. The issue was resolved by converting the case to open surgery and was "surgeon preference."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the proximal clevis. The cable itself was not fully broken.